Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine with an unknown dose and concentration. It was reported that the catheter was viewed in epidural space on (B)(6) 2021. There were no environmental/external/patient factors that may have led or contributed to the issue. An unrelated abdominal CT scan was performed and it was seen that the catheter is epidural. Surgery will be scheduled for a revision at a future date. The issue was not resolved at the time of the report.